Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the implant has been off since 2015 because she didn't have a programmer to use and she was feeling stimulation in the back. The patient reported she was feeling stimulation in the legs and not in the back. The patient said when she laughs or speaks the stimulation increases and is uncomfortable. The patient confirmed the programmer was at 100% charged. The patient communicated with the ins and the programmer showed that stimulation was off. The patient was assisted in turning therapy on, and the setting was at 0.7v. The patient was assisted in decreasing stimulation to 0.0v and turned the therapy off because the stimulation was in the legs and uncomfortable. The patient was directed to follow up with the hcp for programming. No further complications were reported.